Event description:
The complainant reported that a 29-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. After almost 3 years post use of device, the patient is suffering from atrial fibrillation and thyrotoxicosis-induced heart failure and developed progressive aortic insufficiency due to prolonged use of an implanted impella 5.0 pump. It was noted that the patient had undergone multiple interventions as a result of the pre-existing condition including extracorporeal membrane oxygenation (ECMO) and multiple valve repairs/replacements, support was maintained with the implanted pump throughout the course of needed support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
D.6a and d.6b added since the initial submission of manufacturer device report number 1220648-2023-05395 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-05395 and should not have been. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-05395 in accordance with updated procedures. Added reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-05395 was submitted. H.6 code 3221 was reported incorrectly on the initial manufacturer device report number 1220648-2023-05395 in accordance with updated procedures. Component code was added since the initial submission of manufacturer device report number 1220648-2023-05395 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2023-05395 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.